Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 100 units; however, the customer stated it may have been less. There was no impact to the customer's blood glucose level as the pump was being used with saline. The customer was able to load a new cartridge successfully.